Event description:
Healthcare professional reported 'right implant intracapsular rupture' and 'several bilateral microcysts.' This relates to the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: to the reported event of rupture and cyst-ndr was received on (B)(6) 2023 with lot number 3042301. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, missing shell assessed as inconclusive. ¿ cyst-ndr: not applicable as the event is not related to the device. Additional observations: ¿ creases are observed.

Manufacturer narrative:
Device evaluation: to the reported event of rupture and cyst-ndr was received on july 27, 2023 with lot number 3042301. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, missing shell assessed as inconclusive. ¿ cyst-ndr: not applicable as the event is not related to the device. Additional observations: ¿ creases are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported 'right implant intracapsular rupture.' Record relates to right side. Device remains implanted.

Event description:
Healthcare professional reported 'right implant intracapsular rupture.' Record relates to right side. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.